Event description:
The customer reported that the system displayed an ¿m2 mode failure¿ error message followed by the loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software and adjusted the collimator. The system operates as intended.